Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer clicks and would not open. The field service engineer replaced the solenoid, rail and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the controlled substance of the drawer requires maintenance. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.